Event description:
On february 10, 1997 at 8:50 am the operating room charge nurse was notified that the hand control pencil had failed. The unit's "coag" button was sticking in the "on" position. The package and pencil were saved. The nurse in charge of the case stated that there was no injury to the pt. Like products in stock were removed, 49 items in all, and returned to distributor.